Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 08/14/2024, the following additional information was obtained regarding the reported event: the customer noted ports were placed at the time of the event. The bed would not function properly when paired with the robot. The patient tolerated the procedure following conversion to open surgery. There was no patient injury other than receiving an open surgery when the plan was to do robotic surgery.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the trumpf table issues. The procedure was converted to open surgery. No further information available at this time.

Manufacturer narrative:
An investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused conversion to open procedure. The isi fse went to on site and did not confirm system issues. The issue is related to trumpf table. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred before/during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the intraoperative/postoperative/intra- and post-operative complications as noted in the surgical risk document (B)(4).